Event description:
Caller reported a data error alert 4 occurring after the pump's ship date. Customer's blood glucose level was 143 mg/dl, which is within the normal range. A complete pump reset was conducted based on information provided by technical support, but the history logs were not restored. However, technical support assured the customer that therapy would remain unaffected, and the customer agreed to continue using the pump for insulin therapy.